Event description:
Customer reported that the paramedics were called and she was hospitalized in intensive care unit due to high blood glucose and dka. Customer stated that the blood glucose reading was 497 mg/dl when paramedics arrived. Customer stated that her infusion set cannula was bent and the insulin was exiting out from the side. Customer also stated that she had a severe urinary tract infection and she was being treated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.